Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 283 mg/dl; treated with manual injection. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.